Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.

Event description:
Literature reported a (B)(6) male ICU patient with congenital heart disease, heart transplant and sepsis had a central venous catheter in left groin site. Reported tegaderm chg dressing covered catheter site. Literature reported catheter site irritant contact dermatitis discovered at 22 days. Cultures negative, treatment reported as removal of central catheter, topical antibiotics, petroleum jelly and non adherent dressings. Lesions resolved after 4 days.